Manufacturer narrative:
On (B)(6) 2019, mentor became aware that operator of device was inadvertently not reported in the previous submission. Hence, field has been updated to "healthcare professional". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that there was no issue on the left side. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old african american female patient underwent primary breast augmentation with a 595cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV. Capsular contracture was also reported on the left side. However, additional information received and actually no issue/intervention on the left side. As a result, the right device was explanted and replaced with catalog number shpx595; serial number (B)(4) on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 08/22/2019, mentor became aware that field d8 "is this a single-use device?" Was inadvertently left blank in the previous submission. It has been updated to "no". Manufacturer¿s reference number: (B)(4).